Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has two implantable neurostimulators (inss) - one rechargeable and one not. The patient is on the highest level so the non-rechargeable ins drains much sooner than expected and they decided to replace it last week with a rechargeable ins. The patient was supposed to be outpatient and they have been in the neuro wing ever since because they are unable to walk, talk, and now on a feeding tube after the surgery. Today, they were supposed to talk about move the patient to an inpatient rehab therapy place but they still did not know what was going on.